Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device is missing screws in bottom plate. Therefore, the reported condition was confirmed. It was further determined that the device had loose and missing components and would not power on, and the housing was cracked along corner next to the irrigation pump and at corner of power supply connection. The assignable root cause was determined to be improper handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the bottom screws on the standard console device were coming out. During an in-house engineering evaluation, it was observed that the device was missing screws in bottom plate and would not power on and the housing was cracked along corner next to irrigation pump and at corner of power supply connection. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. There was no patient involvement. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.